Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect faulty front panel for evaluation where the front panel was installed onto a test unit. After running the unit for about 12 hours the reported issue of the screen going blank was reproduced.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient the screen went blank. The ventilator continued to ventilator the patient appropriately and there was no harm to the patient.